Manufacturer narrative:
The reported event did not occur with patient use. Therefore, section a was left blank. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
It was reported that when setting the clock on the automated impella controller, a system self-check failure occurred. There was no patient involvement.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> data analysis: the data logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: the console was tested in aachen field service. Upon bootup, the console showed the "system self check failure" screen. Fwcheck was performed (see ic4658_fw), and the sau_powermod_1 hardware revision displayed as ¿n/a¿ and the firmware version also showed ¿n/a.¿ this occurred due to a communication issue between the pbm and the 4-in-1. Visual inspection confirmed pbm contamination (pbm_contamination.jpg) which had impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.